Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during initial drain. The caregiver (cg) stated that she had started over with new supplies and the patient line had air in it. The baxter technical service representative (tsr) explained that air in the patient line could cause alarms and then advised the cg to end therapy and start over with new supplies. The tsr walked the cg through ending therapy procedure. The cg ended therapy and would start over with new supplies. The hc was okay. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver on (B)(6) 2012 in regards to a air in tubing (without alarm) and she was able to resume therapy after starting over with new supplies. She said it was due to her use error and there was nothing wrong with the supplies. She was not sure what she had done wrong, she thought there was a possibility that she did straighten the patient line. The next time she said she straightened all the lines and it worked fine. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.